Event description:
Information received with return of the explanted device notes high lead impedance in bipolar configuration and no capture or sensing in unipolar configuration. The patient complained of hurting under breast.